Manufacturer narrative:
Relevant retention test strips (lot 397396) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable high inr result from a coaguchek xs meter serial number (B)(4) compared to the stago neoplastin laboratory method. The laboratory result was 2.7 inr and within 7 hours the laboratory result was 4.2 inr. The customer's therapeutic range is 2.0-3.0 inr. The laboratory result was deemed to be correct. The customer stated that their coumadin dosage is adjusted weekly. The customer just staring taking again letrozole on (B)(6) 2019.